Manufacturer narrative:
The device was received for evaluation. During functional testing a blank white screen' occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a physically damaged display due to external forces. The display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would only load a blank white screen. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.